Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a warranty case". Later, healthcare professional reported "breast implant rupture" and "chest pain". This record is for the right side. The device has been explanted. The device has been explanted and replaced with a non-abbvie device.